Event description:
The patient had an MRI 2.5 hours prior to this report. The pump was interrogated and it showed a motor stall with no recovery. The pump was interrogated a second time and they saw the motor stall recovery in the logs. No patient symptoms were reported. The device system was delivering baclofen.

Manufacturer narrative:
Concomitant product: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).